Event description:
Lap-chole - "surgeon used a laparoscopic clip applier to place the first clip at the side of the gallbladder. In an attempt to place the more proximal clip, it appeared as if the clip fired behind the jaws of the applier, which punctured the cystic artery. This resulted in a fairly significant amount of bleeding (200ml approximately) before surgeon able to gain control and clear space proximally to place a weck clip on the more proximal aspect of the cystic artery. Two weck clips were placed proximally and this was then transected." Intervention - "repair of cystic artery." Patient status - "discharged home."

Manufacturer narrative:
This report is to follow up with medwatch# not available. (B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Correction: received model ca500, lot# 1234729, catalog# 101281901 upon return. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the shaft was bowed and the channel support was bent. Engineering actuated the device, which resulted in the clips traveling at different speeds and loading underneath the jaws. The bent component prevented the clips from loading correctly; however, the root cause of the bent channel support remains unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.